Manufacturer narrative:
One used device was returned for evaluation. Visual inspection did not reveal any abnormalities. Cuff was inflated using a syringe and submerged in water to detect for leaks. No leaks were observed. Investigation was unable to confirm the reported issue. Returned device operated as intended.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the patient's voice was being heard; therefore leakage was suspected. Clinician added air into the cuff, but was unsuccessful. Tube change was performed and leakage at the cuff was observed. It was reported that a leak check prior to use was conducted with no leakage found at that time. No information available on the length of time in use. No adverse health outcome resulted from this event.